Event description:
In 2008, the facility notified baxter that a pt presented with a cough, of moderate intensity, and dyspnea since the previous month, after receiving hemodialysis using a xenium lf 190 dialyzer. The pt was admitted to the hospital on eight days prior to original date because of dyspnea and cough. Reportedly, this pt is a part of a study (unk). The pt's current status is unk.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.